Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker heard a loud bang coming from the device. Patient was being referred to the clinic. This device remains in service. No adverse patient effects were reported.